Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the battery charger was unable to power on. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. Upon service investigation the battery charger was unable to power on. The battery charger failed a flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. In addition, the battery charger failed to recognize a battery pack when it was inserted in the monitor. The cause was a defective d2, which is a 14v transient voltage suppressor. Component d2 on the bedside board was out of tolerance. The root cause of d2 being out of tolerance was unable to be positively determined, however the actual failure rate for this component is well below the predicted failure rate. No adverse event resulted from the damaged battery charger. The last pt to use this battery charger/ modem did not report any problems.